Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, vaginitis with symptoms include vaginal burning, vaginal discharge and vaginal itching. (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary tract infection, vaginitis with symptoms include vaginal burning, vaginal discharge and vaginal itching.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(4) 2006 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to rectocele and sui.